Manufacturer narrative:
(B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that the inner sterile package was not fully sealed. There was no patient injury and another product was available to complete the procedure.